Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2002 - the patient underwent surgery for repair of an abdominal hernia, a composix e/x hernia mesh was implanted to repair the hernia defect. On (B)(6) 2004 - the patient underwent an additional surgery to remove the composix e/x, which had allegedly failed, and repair the recurrent hernia. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to correct the expiration date provided for this composix ex. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2002 - the patient underwent surgery for repair of an abdominal hernia, a composix e/x hernia mesh was implanted to repair the hernia defect. (B)(6) 2004 - the patient underwent an additional surgery to remove the composix e/x, which had allegedly failed, and repair the recurrent hernia. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2002 - patient was diagnosed with spigelian hernia thereby underwent laparoscopic repair with implant of composix e/x mesh. Per operative notes, "there was a defect in the right mid abdomen where this spigelian hernia is indicated. A piece of composix e/x mesh was then placed covering the defect and gore-tex side to the abdomen ". (B)(6) 2004 - patient was diagnosed with right upper and mid quadrant abdominal pain, abdominal adhesions, mesh was torn away form the abdominal wall and bile duct in the right mid quadrant creating a meshoma thereby underwent repair with mesh removal. Per operative notes, "the abdominal adhesions were taken down. The meshoma was identified in the right mid to upper quadrant from previous spigelian hernia repair. It had pulled loose and balled up and this was completely excised. The synthetic mesh was then placed in the abdomen and tacked." Attorney alleges that the patient had adhesions, infection, mesh migration, hernia recurrence, pain, emotional injuries. It also alleged patient had disruption of the mesh, hematoma and during revision/removal surgery, the omentum was found stuck to the anterior abdominal wall whereas the mesh was found torn away from the abdominal wall and bile duct in the right mid quadrant creating a meshoma, the mesh had pulled loose and balled up.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: this supplemental emdr is being sent to correct the expiration date provided for this composix ex. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum #2: h11: this supplemental MDR is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records provided, post implant of composix e/x mesh, patient was diagnosed with adhesions, abdominal pain, hernia recurrence, mesh torn away creating meshoma thereby underwent repair with removal of the mesh. Per op notes, "the meshoma was identified, mesh had pulled loose and balled up". The instructions-for-use (IFU) supplied with the device list adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.